Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time was 0 hours. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4). Investigation summary: report error code when plugged into ac pwr was confirmed. As received pcu was detected error 120.4630 (psp_ss = 120, psp_charger_fet_error = 4630) upon the completion of the power on self-test. Failure investigation isolated the cause of report error code when plugged into ac power to a power supply board. Finding: the charge feet q19 (part number 320703 - xstr (B)(4) mosfet 30v p-ch so8) was shorted. The gate (pin 4) to source (pin 1) was shorted, it measured at 40 ? It should be 100 k ?. Conclusion: defective charge feet transistor q19 is the main cause of report error code when plugged into ac pwr. Rework: replaced power supply board part number tc10006929. Disposition route to service for normal process.